Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v244031019, implanted: (B)(6) 2009, product type: lead. Product ID: 377745, lot# v261383021, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. The patient's indications for use included "other." It was reported the patient's device was unbearable when it was on. Additional information received reported the implantable neurostimulator (ins) wires migrated and were taken out. The patient stated the implantable neurostimulator (ins) stopped working, the wires came loose and tied in a knot and every time he turned, it felt like someone stabbed him in the back. The patient noted this occurred in 2009 or 2010, prior to getting his pump. The patient's spinal cord stimulator was explanted and then the patient's healthcare provider (hcp) told him about the pain pump and that had been doing good. If additional information is received, a follow-up report will be sent.